Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 225cc, catalog number 3501630, serial number (B)(4), lot number 6798951. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 225cc and experienced deflation on the left breast implant. The patient experienced bilateral ptosis and wrinkling. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 250cc on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the codes bilateral ptosis and wrinkling have been removed. The patient experienced asymmetry. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported incorrectly that the date information was received by manufacturer was (B)(6) 2019. The actual date was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).